Event description:
It was reported that the outer coating of silicone foley catheter had a piece of coating hanging off in the catheter. Per investigator's notification received on 13nov2025, it was reported that excess silicone present on foley catheter was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.